Event description:
The customer reported that this unit would not work on battery power. There was no report patient involvement.

Manufacturer narrative:
The factory has not yet received the device for evaluation, and this complaint is still under investigation.